Event description:
It was reported that the trial patient did not have the belt that holds the external stimulator. As a result, tension and pulling on the lead resulted in a staph infection. The patient was admitted to the hospital, the lead was explanted, and she was discharged four days later. She received a home care infusion of antibiotics. The patient went on to get a permanent implant in 2008. Further information is being requested from the hcp.